Manufacturer narrative:
The reported event of capsular contracture (B)(6) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. A DHR is not available as there is insufficient device data. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, (B)(6).

Event description:
Healthcare professional reported right side "removed due to capsular contracture (B)(6)," and reduced "mobility and I can't sleep because of the pain." The device has been explanted and replaced.

Event description:
Healthcare professional reported right side "removed due to capsular contracture baker grade iii," and reduced "mobility and I can't sleep because of the pain." The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.